Manufacturer narrative:
In case of a warmstart the device stops ventilating, audible alarms and visual messages are activated informing the user of the status of the device and the emergency-breathing valve is automatically opened to allow spontaneous breathing. After at most 12 seconds ventilation is continued with all previous settings. Investigation is ongoing and the result will be reported in the final report.

Event description:
It was reported: the customer recognized a blackout of the display during ventilation. The customer immediately switched to manual ventilation (bagging). The log analysis revealed that on the reported time of event the device has performed a warmstart.

Manufacturer narrative:
The log file analysis confirms that the observed blanking out of the display was related to a warm start. The self-monitoring function had detected a single check sum error related to the display content and triggered a reset. In follow-up of the event, the device was subject to testing against the full scope of manufacturer's specification; no nonconformities were found. The device underwent a four-weeks endurance run without exhibiting the malfunction again. In case of a warmstart the device interrupts the ventilation and, audible alarms and visual messages are activated informing the user about the status of the device. The emergency-breathing valve is automatically opened to allow spontaneous breathing. The ventilation is continued with all previous settings after 12 seconds at the utmost. Dräger concludes that the ventilator responded as designed upon a detected deviation, triggered a warm start to remove the error condition and alerted the user to this condition. Ventilation was restored after the short time the warm start lasted and the user bridged this time by means of manual ventilation. No patient consequences have been reported. No other complaints of similar nature are known and the error condition was occurring only once. Thus, it is considered that there's no issue with the device that would require repair.

Event description:
.